Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Reporter alleged obtaining the results of 0.9 mmol/l and 11.7 mmol/l back to back within 10 minutes on the compact plus system. Reporter stated that she administered her normal insulin, 40 units of levemir and 8 units of novorapid. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.